Manufacturer narrative:
(B)(4). Additional information: evaluation summary: as the sample was not returned, a device analysis could not be completed.

Event description:
It was reported that a secondary medication set experienced a simultaneous flow. This occurred during a patient infusion of unknown oncology medications. The reporter stated that the secondary set was used with a non-baxter infusion pump at a rate below 50 ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Sample availability is unknown. If the sample is received or additional information becomes available, a supplemental report will be submitted.